Manufacturer narrative:
(B)(4)

Event description:
It has been reported that the referencing sizer is not rigid enough to maintain the correct sizing while under rotation. No harm to patient or delay in surgery has been reported.

Manufacturer narrative:
The complaint was confirmed by video provided. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Video provided and it shows guide was toggling which may cause performance inaccuracy. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The product print was updated to include checks via feeler gages with respect to ¿play¿ in the device. The subject sizer was produced prior to this update. However, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.